Event description:
It was reported that the pump touchscreen was cracked, causing the screen display to be pixelated and difficult to read. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.